Event description:
Dealer stated to tech that he took the lift out of the box and the box was wet, he didn't realize that the pump was leaking when he delivered it. Dealer states that one the patient used it they stated that the pump was leaking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.